Manufacturer narrative:
Correction to e2/e3 and g2 for additional information inadvertently missed on initial medwatch this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling which led to the coating peeling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿. 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was coating peeling on the connection tube (more than 1 mm2). Additionally, the bend angle in the up direction did not meet the specification due to wear of the angle wire. The electrical connector was corroded. And the initial ¿screen blurry¿ allegation was not confirmed during incoming inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus field service engineer reported on behalf of the customer that the image on the evis lucera bronchovideoscope screen is blurry. The ussie was found during preparation before use inspection for an unspecified diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was coating peeling on the connection tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.